Event description:
It was reported that an infection and erosion occurred. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed. Analysis of the returned device indicated high impedance in the battery. The out of specification analysis finding was timely submitted via a remedial action exemption report that was submitted on 2013-07-31. Information was received on 2013-08-27 indicating the device was explanted due to infection. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant products: 5076-58 implantable pacing lead implanted: 2006 (B)(6); 5076-52 implantable pacing lead implanted: 2006 (B)(6). (B)(4).